Event description:
Reporter stated the infusion device displayed repeated e4 occlusion errors during bolus delivery. The patient changed all the accessories to clear the occlusion error, but his blood glucose continued to rise. His blood glucose was 18.6 mmol/l (334.8 mg/dl) before lunch and "hi" after. He delivered 2, 2.5 unit boluses, but his body did not respond to the insulin. He became unresponsive and fainted, and his parents transported him to the hospital. His blood glucose was 28.8 mmol/l (518.4 mg/dl) and 33.0 mmol/l (594 mg/dl) at the hospital. He was diagnosed with diabetic ketoacidosis and admitted to the hospital. He was treated with an insulin drip for 2 days and then restarted the infusion device. At this time, his blood glucose rose "enormously." He was placed back on an insulin drip for 1 day, and then started his backup infusion device. His blood glucose normalized at that time. He was discharged from the hospital on (B)(6) 2013. He believes the insulin delivery of the infusion device is inaccurate. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (b)(6.)

Manufacturer narrative:
The complaint cannot be verified due to handling error. Only one e4 occlusion error was found in the history list. The e4 error was not cleared according to the user guide. The e4 occurs if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump. The occlusion limits were tested successfully.